Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Devices of multiple part numbers were implanted during the procedure including: part: 8370035 part: 8370040 part: 83565401 part: 83575301 part: 8351520 part: 8351500 although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient underwent a revision surgery of lumbar spinal decompression and fusion due to failed back syndrome, foraminal stenosis and l5-s1, lumbar pseudoarthrosis, radiculopathy, sciatica at l5-s1 and perineural fibrosis and scar tissue at l5-s1. According to the report, ¿the patient underwent lumbar myelogram and cat scan, which showed persistent foraminal stenosis, lumbar pseudarthrosis, and lumbar radiculopathy. The patient was electively admitted for reinsertion of spinal hardware, plif (posterior lumbar interbody fusion) revision and decompression of the prior decompression and fusion.¿ no complications reported. Approximately 1.5 years post-op the patient presents with "painful hardware¿. The patient returned to the physician two months later with prominent lumbar hardware; low back pain and referred leg pain. The patient underwent hardware removal and fusion exploration, augmentation of fusion mass l5-s1, removal of perineural fibrosis and scar tissue and exploration of nerve roots bilaterally. Screws (x4), set screws (x4), connectors (x4), rods (x2) were all explanted during the revision surgery. No further complications were reported.